Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After crossing the lesion with a 175cm non-bsc guidewire, predilation was performed and two non-bsc stent were deployed. Subsequently, a 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for postdilation. However, the balloon might have come in contact with the edge of the stent and as a result, the balloon ruptured. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).